Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jun 9, 2021 section d9: returned to manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned and no cosmetic issues were observed. The complaint issue could not be confirmed. Manufacturing records review: the manufacturing process record was evaluated, and no nonconformity report (nc) was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye (os) due to mechanical failure. The incision was enlarged and the lens was removed whole. There was no vitrectomy or sutures required and no patient injury reported. No further information was provided.